Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 115 mg/dl at the time of incident. The customer changed the battery but the insulin pump did not work. The customer removed the battery for 10 minutes, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery, the pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.